Event description:
Overdelivery reported. Customer contact states: "the pt was being given astramorph by intrathecal route for pain control. The astramorph order was for a concentration of 0.01 mg/cc and given at 1.0cc/hr rate. It was mixed by pharmacy in a 30cc syringe. The physician programmed the pump by entering mcg increments into keypad since .01 mg/cc is equal to 1.0 mcg/cc. About 2 cc of fluid was lost in priming the tubing. The 30 hour infusion began at 4:30 pm on 06/21 and at 5:50 am (13 hours later) the entire content of the syringe had infused. The pump display showed 130 mcg or 13cc as having been infused. It is unknown if volume delivered had been cleared during the infusion period. "At 5:50 am, without the rapid infusion to the former syringe being realized, a new 30cc syringe was inserted. At 10:00 am, the physician tried to administer a bolus when the pump shut off and lost all numbers on the key pad display. Staff does not recall what was showing on the display when the pump shut off. The physician then reported that the amount in the syringe did not appear to be what was expected in a 30 hour syringe that had been up only four hours. When the overdelivery was noted, the pt was immediately transferred to the intensive care unit (ICU) and had some symptoms of blurred vision, vomiting , tremors, hallucinations, and mumbness in both legs. The pt was given varcan 0.8mg in 250cc at 10cc/hr, remained in ICU ovenight, and discharged hame from the hospital on 06/23." A math miscalculation was identified in the above information but attempts to clarify were met whit resistance no additional info was available.